Event description:
A customer reported that her adc freestyle libre reader did not perform a blood glucose check once the blood sample applied to the strip. On (B)(6) 2019the customer became hypoglycemic, pale, had "blue lips," and subsequently lost consciousness. The customer was treated with a glucagon injection by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release. The dhrs for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre reader did not perform a blood glucose check once the blood sample applied to the strip. On (B)(6) 2019, the customer became hypoglycemic, pale, had "blue lips," and subsequently lost consciousness. The customer was treated with a glucagon injection by her husband. There was no report of death or permanent injury associated with this event.